Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited invalid syringe, syringe not in place. No patient involvement, no human harm reported. This occurred during testing. There was no patient injury reported. Additional information received via email on (B)(6) 2022 from customer reports that the issue has been resolved. No further support is needed for this particular unit.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is that the syringe was not loaded properly by the customer, or the flange sensor is not operating as intended., however this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.